Manufacturer narrative:
Related medwatch number 2015691-2016-00666.

Manufacturer narrative:
We received one bipolar pacing catheter with a limited volume syringe for examination. The reported event of "it was not possible to secure the catheter inside of the introducer" was not confirmed. Using the returned 6f touhy borst type introducer from (which is the recommended size for this catheter per the IFU). The catheter was inserted to the 50cm and 90cm markers and the touhy borst adjusted and was found to tighten and secure the catheter in position. The outer diameter of the catheter was measured and found to be within specification. There is no visible damage to the catheter body and the balloon inflated clear and concentric and did not leak. Both distal and proximal electrodes circuits were found to be continuous, with no intermittent conditions observed. A review of the manufacturing records indicated that the product met specifications upon release. The reported event was not confirmed. Although the cause of the complaint could not be determined, there was no indication of a manufacturing defect noted during the analysis. No actions will be taken at this time.

Event description:
As reported, after inserting the pacing swan ganz catheter inside of the introducer with an adjustable valve, it was not possible to secure it inside of the introducer. However, the catheter could be easily repositioned. Furthermore, it was used after extra securing it and fixating it to the patient with tape. There was no allegation of patient injury.